Event description:
During preliminary manufacturing testing, the device intermittently failed to sound an audible alarm tone for air-in-line. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional information was provided.